Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of the event, treatment, patient outcome and action taken with pd therapy were not reported. No additional information was available at the time of this report.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 5th day, discontinued) and amikacin injection (100mg, intraperitoneal, once a day, discontinued) for the event. On an unknown date, the patient has recovered from cloudy pd effluent and was discharged from the hospital. At the time of this report, the patient has not recovered from peritonitis. Pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.